Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed. Error 6 message was observed. The customer was attempting to use expired test strips and calibration bar. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: during troubleshooting with customer service it was discovered the test strips the customer was attempting to use expired in (B)(6), 2010. It was also revealed the customer was not using the correct calibrator for the test strips in use.

Event description:
Customer's mother reported that on (B)(6), 2011 customer was vomiting and when she attempted to check his ketones she noticed an e-6 (error code 658) message on the display of his precision xtra blood glucose meter. She further reported she took him to a local healthcare facility where he was diagnosed with severe hyperglycemia and treated with a saline intravenous infusion. There was no report of death or permanent injury associated with this event.